Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental is being filed to provide additional inoculation that the patient received another inappropriate shock due to oversensing of noise via a change in the intrinsic amplitudes. Technical services discussed some programming options. The system remains implanted. There were no additional adverse patient effects. It was reported that this patient is implanted with a boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) and a competitive cardiac resynchronization therapy pacemaker (crt-p). A review of the data from the s-ICD identified inappropriate untreated events and the caller was inquiring if crt-p transmission or testing could cause interference with the s-ICD. A boston scientific technical services consultant discussed the clinical observations with the caller and performed episode review. There was noise and a change in this patient's morphology which resulted in t-wave oversensing causing the patient to receive an inappropriate shock on two separate occasions. The clinician evaluated both systems and programming changes were performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is implanted with a boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) and a competitive cardiac resynchronization therapy pacemaker (crt-p). A review of the data from the s-ICD identified inappropriate untreated events and the caller was inquiring if crt-p transmission or testing could cause interference with the s-ICD. A boston scientific technical services consultant discussed the clinical observations with the caller and performed episode review. There was noise and a change in this patient's morphology which resulted in t-wave oversensing causing the patient to receive an inappropriate shock on two separate occasions. The clinician evaluated both systems and programming changes were performed. No adverse patient effects were reported.